Event description:
Patient presented to the physician with an infection at the neck incision site. Physician referred the patient to infectious disease, where a PICC line was placed for IV antibiotics, and treatment was initiated. Physician then brought the patient into the or and explanted the entire inspire system.